Manufacturer narrative:
The device was evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low and alarming due to higher peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were low and that it alarmed indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.